Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the female connector after closing the twist clamp and positioning the protective cap; further described as "the device caused dialysis fluid to escape even though it was completely closed". The leak was noted after finishing a peritoneal dialysis (pd) treatment. To remedy the issue, the patient¿s transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.